Manufacturer narrative:
Investigation: review DHR, inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/3/2019 under wo#: (B)(4) and shipped on 1/28/2020. Manufacturing record review: DHR: 273927 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: based on log: (B)(4), this unit was at csi on 5/7/2020. The complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Corrective actions: correction and / or corrective action: the unit checked out fine fee of defects and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. Review and closure: fault code: no fault, failure code: performed as intended. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "handle gets very cold and does not defrost". Reference repair order#: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "handle gets very cold and does not defrost". (B)(4). Wa4000 20 n20 conn 900509-4.